Manufacturer narrative:
The unit powered up properly after battery installation and had normal operating currents. The unit was monitored and there was no blank display and no damage on the lcd isolation tape. Per visual inspection, the unit had no traces of moisture at the electronic or motor assemblies. The unit had a cracked case at the display window corners, a cracked belt clip slot, and a minor scratched lcd window. (B)(4).

Event description:
The customer's father called in to report a blank display and that the insulin pump was exposed to moisture. The customer's blood glucose level was 264 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.